Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "hospital loading dock received a case of bone cement from (B)(4) that was damaged. Damaged cement was kept at loading dock for rep to inspect and dispose of locally in accordance with local and federal regulations as hazardous waste."